Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue post version 1.7.4 station upgrade. A technical support specialist (tss) dialed into the device, checked and followed the knowledge article (ka) usb devices and network adapters unresponsive, and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had data synchronization issue and the user experienced slowness on biometric identifier and system performance. There were no delay, no adverse events or injuries reported based on this event.